Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product description: attune cemented stem 14x30mm. Product code: 151214030. Lot number: j0122n. Quantity manufactured: (B)(4) , date of manufacture:8/3/2018 , any anomalies or deviations identified in DHR:na , expiry date: 7/31/2028 , IFU reference:0902-00-873 rev b.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address infection as a consequence of periprosthetic joint infection; septic multi organ failure due to acute periprosthetic joint infection of the left knee and empyema of the right knee and left shoulder. Date of implantation: (B)(6) 2019, date of revision: (B)(6) 2020, (left knee).